Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. Review of the device image noted extended charge times due to capacitor maintenances. The hv capacitors were sent to the manufacturing site for further evaluation and the root cause of the extended charge time was found to be an anomalous capacitor.

Event description:
It was reported that prior to implant, while a capacitor maintenance was performed, a popping noise was heard. Timeouts were observed on subsequent capacitor maintenance attempts. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.